Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an apex balloon catheter in two pieces. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination presented no damage or irregularities in the bonds/welds of the device. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination and tactile inspection revealed a complete hypotube separation 78cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm apex balloon catheter was selected to dilate the lesion. However, after the device was removed, the physician noted that the balloon shaft was fractured outside the patient. No fractured part was retained inside the patient. No patient complications were reported and the patients status was stable.

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm apex¿ balloon catheter was selected to dilate the lesion. However, after the device was removed, the physician noted that the balloon shaft was fractured outside the patient. No fractured part was retained inside the patient. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).